Event description:
It was reported that the user experienced high blood glucose while using the ilet and had administered a subcutaneous dose of short-acting insulin by pen without disconnecting from the pump, after which education was provided to disconnect the ilet for two hours when injecting external short-acting insulin. Symptoms included hyperglycemia with a reported blood glucose of 344 mg/dl decreasing to 223 mg/dl. Outcomes included resolution without hospitalization and no further follow-up requested at the time. Investigation included troubleshooting and user education on correct concomitant therapy use. Investigation of this case revealed use error related to concomitant insulin administration while connected to the ilet, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and adherence to instructions for use.